Event description:
After the 4th pass through a lesion using the rotablator, the burr jumped and stalled in the left anterior descending artery. There was a perforation of the first diagonal branch. A perfusion balloon was used and then stented.